Event description:
This is a spontaneous case report received on (B)(6) 2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. The complication suffered by plaintiff was not specified but could include: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding, irregular menstrual cycles, perforated organs, and other assorted complications. Follow up information was received on 05-jul-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), medical device removal ("device removal") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), medical device removal (seriousness criteria medically significant and intervention required), complication associated with device ("device complications"), device dislocation ("migration"), device breakage ("device fracture"), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (plaintiff had surgery to remove the essure.) And surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, medical device removal, complication associated with device, device dislocation, device breakage, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, complication associated with device, device breakage, device dislocation, genital haemorrhage, medical device removal and pelvic pain to be related to essure. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 10-nov-2017: essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Indicates here initial submission by the new legal manufacturer only¿. Product start and stop date was added and also new events was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device fracture"), uterine perforation ("perforation/ migration / migration of essure: uterus"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test did not conducted". The patient's past medical history included asthma, neck pain and ruptured intervertebral disc. Previously administered products included for an unreported indication: dilaudid, roxicodone and naproxen. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"). In 2016, the patient experienced abdominal pain lower ("abdominal pain lower"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with abdominal pain, uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and back pain ("back pain"). The patient was treated with surgery (hysterectomy, salpingectomy and oophorectomy) and surgery (plantiff had surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, device breakage, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received -pfs received ¿ event medical device removal and device complication were replaced by events "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea, abdominal pain lower, back pain, essure confirmation test did not conducted". Event migration / migration of essure: uterus was clubbed with perforation (uterus). New reporter was added. Historical and concomitant conditions and medication were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device fracture"), uterine perforation ("perforation/ migration / migration of essure: uterus/ failure to occlude (close) fallopian tube (s)"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding/excessive bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test did not conducted". The patient's past medical history included neck pain and ruptured intervertebral disc in 2013. Previously administered products included for an unreported indication: dilaudid, roxicodone and naproxen. Concurrent conditions included asthma. Concomitant products included estradiol (estrace) since 2016, gabapentin (neurontin) since 2015, hydromorphone hydrochloride (dilaudid) since 2016, hyoscine hydrobromide (scopolamin) since (B)(6) 2016, hyoscyamine sulfate (levsin) since 2016, iron since 2016, naproxen, ondansetron (zofran) from (B)(6) 2016, oxycodone hydrochloride (roxicodone) from (B)(6) 2016, phentermine from (B)(6) 2016, topiramate (topamax) from (B)(6)2016 and vicodin (norco) from (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("abdominal pain lower/ pain lower abdomen radiation to back"). In (B)(6) 2016, the patient experienced post procedural infection ("post-op infection"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). The patient was treated with surgery (hysterectomy,salpingectomy and oophorectomy).essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation and post procedural infection outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain lower and back pain had resolved. The reporter considered abdominal pain lower, back pain, device breakage, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, post procedural infection, uterine perforation and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 25-oct-2018: plaintiff fact sheet received. Reporter information, patient¿s relevant history updated. Events pain lower abdomen radiation to back, failure to occlude (close) fallopian tube (s) were clubbed with previously reported events. Event post procedural infection was newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.